Event description:
The event happened during the procedure. It was noted that the physician could not detach the presidio (pc4181137-30/j10534) although pressing the detachment button more than ten times. The presidio was finally detached into the target aneurysm. After that, same thing occurred using other presidio (pc4100829-30/j10263). The physician could detach the presidio again although pressing the detachment button several times. Then, he decided to withdraw it from the patient. However, later on, the coil unintentionally detached into the microcatheter although no detachment was attempted at that time. The report did not indicate when and where exactly it occurred. The unintentional detached coil was delivered and successfully placed into the target aneurysm using the device positioning unit (dpu). Type of the detachment control box and the cable used with the product were not provided. The green system ready light illuminated at the time the detachments were attempted. The procedure was made all way through the same microcatheter (excelsior sl10/stryker, type unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The physician required us to provide the information associated with same lots about whether this type of issue were reported in the past. Also we need to report to the customer if any manufacturing process has been changed or not. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) were noted on the products by visual inspection. Pre-deployment electrical check was performed and no issues noted. It is unknown if the microcatheter was re-shaped or not. The complaint products are unavailable for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with presidio 18 cerecyte microcoil lot j10263 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the available procedural information and without the return of the devices for analysis, no conclusion can be made regarding the reported event related to coil detachment and the subsequent unintended detachment of the second coil. With review of the device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices: presidio (pc4181137-30/j10534), microcatheter (excelsior sl10/stryker, type unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.